Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the proximal lad. On the same date as the index procedure, the patient is reported to have suffered an mi. The investigator assessed that the event was not related to the target vessel, not related to the study device and probably related to the study procedure. Patient had no change in angina status at 30 day, 3 month and 6 month follow-up, since last study contact.

Manufacturer narrative:
(B)(4). Evaluation, results: mi.